Manufacturer narrative:
The investigation is ongoing.  (B)(4).

Event description:
As reported by our affiliates in (B)(4), during the implant of a 23mm sapien xt valve by transfemoral approach in the aortic position, the valve was not able to be advanced through the 16 fr esheath. All the devices were removed as a unit and the case was aborted. After removal of the devices, a small vessel dissection was observed at the puncture site. Surgical repair was performed to repair the vessel. At the time of the report the patient was well. The patient¿s access vessel minimum luminal diameter was 6.0mm, and was highly calcified and tortuous. There were no abnormalities detected when inspecting the device prior to use, the introducer was fully inserted into the sheath during device preparation, the loader was able to be fully inserted into the sheath/sheath housing, the sheath was inserted at a steep angle, resistance was felt around the middle of the sheath, there were no abnormalities detected after removal of the device.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. Therefore, visual, dimensional, and functional testing could not be performed. Patient factors can influence the forces required to insert the delivery system through the sheath. As noted in the training manual, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification¿. Per the report, the patient¿s femoral artery was highly calcified and tortuous. Calcification in the access vessel can interact with the sheath and delivery system during insertion, creating additional resistance. Similarly, vessel tortuosity could affect angle of insertion, resulting in resistance as reported in this event. Other procedural factors such as improper flushing/wetting of the devices and incorrect de-airing (residual fluid or over inflation of balloon increasing balloon profile) can result in resistance during insertion. Although a definite root cause could not be determined, available information suggests that patient and/or procedural factors may have contributed to the reported event. During manufacturing, the sheaths underwent 100% visual inspection at the component level during device manufacturing and at the assembly level during final inspection. The final inspection by manufacturing and quality also included: verification of critical dimensions, verification of presence of hydrophilic coating, and that the coating met required coating length, and visual inspection. During product verification (pv) testing, under a sampling basis, sheaths underwent visual inspection for seam separation, holes, and tears. The samples then underwent an expander test, where peak push force was measured while an expander (simulating a delivery system and valve) was pushed through the expandable sheath. Following this test, the sheaths were again inspected for any damage and liner tears caused during expansion. All samples passed pv testing. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. In this case, patient factors (highly calcified and tortuous access vessel) and procedural factors (device manipulation) may have been contributing factors for the femoral artery dissection. Due to the device and photos not being returned for evaluation, the complaint of sheath shaft ¿ resistance with delivery system, bc was unable to be confirmed. No manufacturing nonconformance was identified during evaluation. A review of the device history record (DHR), lot history, complaint history and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance of the esheath was the source of the complaint. Available information suggests that patient factors (calcification, tortuosity), may have contributed to the reported sheath resistance with delivery system. A review of the IFU and training manual revealed no deficiencies. Review of complaint history revealed that the occurrence rate does not exceed control limits for the applicable trend categories. Therefore, no corrective or preventative action is required.